Event description:
Event verbatim [preferred term] 2nd degree burn [burns second degree] , did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse] , it was too hot [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer. This 41-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date applied one to the skin around the waste as needed for broken hip. Medical history included hysterectomy in 2003, severe anxiety disorder, rapid heart beat that sometimes skipped. She was currently under the care of a physician. Concomitant medications included ongoing diltiazem hydrochloride (cardizem) orally at 250 mg once daily from 2010 for heart beat that sometimes skipped, and ongoing alprazolam (xanax) orally at 2 mg four times daily for severe anxiety disorder. She had previously used thermacare and did not experience any problem. She had previously used other heat products for pain relief and did not experience any problem. Consumer wore a thermacare lower back & hip heat wrap last night. She put it on at about 6:30pm last night and took off 2:30am this morning because it was too hot. She had been using thermacare 8 hours that day. When she did the little spaces where the heat came from, she now had 2nd degree burns where each things were on (B)(6) 2018. She put some silvadene cream for burns on and covered her back with band-aids. She had 8 boxes of thermacare lower back & hip heat wrap, she loved them and always used them. She started using them about 15 year ago since she broke her hip. Worse bc little burn spots at popping. She did not consult a healthcare professional for the problem. She no longer had the thermacare lower back & hip heat wrap in question that burned her to report lot, upc, UDI, or expiration date. She classified her skin tone as dark or olive. She did not have sensitive skin. She did not have any abnormal skin conditions. She purchased red box. No product was remaining. She was sleeping while wearing the product. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. The patient no longer had the product or packaging. The action taken in response to the event of the product was dose not changed. The outcome of 2nd degree burn was not resolved. The outcome of the other event was unknown. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: product problem was ticked follow up (31may2019): new information received from product quality complaints included: investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, intentional device misuse and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] 2nd degree burn [burns second degree] , did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse] , it was too hot [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer. This 41-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date applied one to the skin around the waste as needed for broken hip. Medical history included hysterectomy in 2003, severe anxiety disorder, rapid heart beat that sometimes skipped. She was currently under the care of a physician. Concomitant medications included ongoing diltiazem hydrochloride (cardizem) orally at 250 mg once daily from 2010 for heart beat that sometimes skipped, and ongoing alprazolam (xanax) orally at 2 mg four times daily for severe anxiety disorder. She had previously used thermacare and did not experience any problem. She had previously used other heat products for pain relief and did not experience any problem. Consumer wore a thermacare lower back & hip heat wrap last night. She put it on at about 6:30pm last night and took off 2:30am this morning because it was too hot. She had been using thermacare 8 hours that day. When she did the little spaces where the heat came from, she now had 2nd degree burns where each things were on 26nov2018. She put some silvadene cream for burns on and covered her back with band-aids. She had 8 boxes of thermacare lower back & hip heat wrap, she loved them and always used them. She started using them about 15 year ago since she broke her hip. Worse bc little burn spots at popping. She did not consult a healthcare professional for the problem. She no longer had the thermacare lower back & hip heat wrap in question that burned her to report lot, upc, UDI, or expiration date. She classified her skin tone as dark or olive. She did not have sensitive skin. She did not have any abnormal skin conditions. She purchased red box. No product was remaining. She was sleeping while wearing the product. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. The action taken in response to the event of the product was dose not changed. The outcome of 2nd degree burn was not resolved. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Follow-up (02apr2019): follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: product problem was ticked, comment: based on the information provided, the events of burns second degree, intentional device misuse and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] 2nd degree burn [burns second degree] , did not check her skin under the product while wearing thermacare/she read the usage instructions on thermacare before used the product [intentional device misuse] , it was too hot [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. This (B)(6) female consumer started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date applied one to the skin around the waste as needed for broken hip. Medical history included hysterectomy in 2003, severe anxiety disorder, rapid heart beat that sometimes skipped. She was currently under the care of a physician. Concomitant medications included ongoing diltiazem hydrochloride (cardizem) orally at 250 mg once daily from 2010 for heart beat that sometimes skipped, and ongoing alprazolam (xanax) orally at 2 mg four times daily for severe anxiety disorder. She had previously used thermacare and did not experience any problem. She had previously used other heat products for pain relief and did not experience any problem. Consumer wore a thermacare lower back & hip heat wrap last night. She put it on at about 6:30pm last night and took off 2:30am this morning because it was too hot. She had been using thermacare 8 hours that day. When she did the little spaces where the heat came from, she now had 2nd degree burns where each things were on (B)(6) 2018. She put some silvadene cream for burns on and covered her back with band-aids. She had 8 boxes of thermacare lower back & hip heat wrap, she loved them and always used them. She started using them about 15 year ago since she broke her hip. Worse bc little burn spots at popping. She did not consult a healthcare professional for the problem. She no longer had the thermacare lower back & hip heat wrap in question that burned her to report lot, upc, UDI, or expiration date. She classified her skin tone as dark or olive. She did not have sensitive skin. She did not have any abnormal skin conditions. She purchased red box. No product was remaining. She was sleeping while wearing the product. She attached the adhesive to body. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare. She read the usage instructions on thermacare before used the product. The action taken in response to the event of the product was dose not changed. The outcome of 2nd degree burn was not resolved. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, intentional device misuse and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.